Manufacturer narrative:
The main component of the system, other relevant device(s) are: product ID: 9735773, serial/lot: (B)(4). Product ID: 9735787, serial/lot: (B)(4), UDI: (B)(4). Analysis of the ups determined it to be damaged. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Analysis of the battery found no issue. Conclusion code and result code pertain to the battery. Conclusion code and result code pertain to the system and ups. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the battery was not holding a charge. The uninterruptible power supply (ups) and battery were replaced. The system then functioned as intended and passed a system checkout. Other applicable components are: product ID: 9735773, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Product ID: 9735787, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that this uninterruptible power supply (ups) and battery were having issues. A biomedical engineer reported they had tested the outlets and they are working fine. There was no patient present at the time of the event.